Event description:
A report was received that the patient underwent pocket revision due to pocket discomfort. The physician repositioned the ipg from the left hip to the front of the abdomen and implanted two extensions. The patient is reportedly doing well.